Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a lead revision in february prior to the report. There were no patient symptoms reported. The patient status at the time of the report was ¿alive ¿ no injury¿.

Manufacturer narrative:
(B)(4)